Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the pressure transducer test failed during pre-use check and pressure transducer printed circuit boards (pcb) were pointed as defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The reported issue was confirmed in provided device's logs. The claimed part was not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer printed circuit boards. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name and # d4 version or model# was required. D1 brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.